Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the t-pal applicator did not release the implant in the patient. The surgeon was not able to disconnect it. The surgeon. Had to remove the implant and had to use a new implant and the second applicator. The surgery was successful; however, there was a 30-minute delay due to the reported event. The patient was not in danger according to the surgeon. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was preformed: received 1 article of applicator outer shaft, 03.812.001 for manufacturing investigation. The article has no visible damage. The article applicator outer shaft, part#03.812.001 was received in assembled condition with the articles applicator knob, part#03.812.004 and applicator inner shaft, part#03.812.003 for manufacturing investigation. The articles were jammed and could be disassembled only with great force. The damage to the applicator knob, part#03.812.004 indicates mishandling. The applicator outer shaft, part#03.812.001 has no visible damage. During manufacturing investigation functional tests were performed. The applicator outer shaft passed all functional tests. Complaint is confirmed but not manufacturing related because the function of the applicator outer shaft is given. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.